Event description:
It was reported that the patient underwent an ams penile prosthesis procedure. The previous device was removed due to unspecified reason and replaced with an spectra penile prosthesis (spp). No information about the patient's outcome. Additional information received. The inflatable penile prosthesis (ipp) was replaced due to the pump would not work for patient while implanted, therefore, device would not inflate. The pump worked during explanation, the physician believes it is due to how the body healed and encapsulated the pump.